Manufacturer narrative:
One maquet rep in (B)(4) went on site and evaluated the device. He found out that the c-clip that attaches the spring arm to the extension arm was not the one supplied by maquet, and was not appropriate to secure this mechanical assembly. The hosp decided to discard this surgical light. The maquet tech inspected and verified that the appropriate c-clips were on the other lights in this hosp in (B)(6), government hospitals have a contract with three companies to perform preventive maintenance in all the hospitals in the country. Local distributors are not involved in periodic maintenance once the warranty period has expired. Current government contracts prohibit maquet from being one of the authorized svc providers. The current three svc companies have not been trained to perform maintenance on maquet surgical lights, and did not use original spare parts from maquet. The yearly maintenance program in the angenieux user manual requests to verify the positioning of the retaining ring on the extender of the double spring arm suspension.